Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge and appeared confused about amount of insulin filled, initially stating 22 units while support believed customer meant 220 units. There was no adverse impact to the customer¿s blood glucose level. Customer stated that customer believed issue was understood, declined further troubleshooting with support, and was advised to call back if needed, after which case was closed by support.